Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that they checked impedances which showed everything was green when interrogating the implant. In the middle of programming the system error code 0x19080db5 appeared and they had to shut down and restart. After restarting and interrogating the implant again another impedance check was run and contacts 14 and 15 showed has having issues. A possible open or short was noted even though the patient hadn't moved at all and the values were not over 40000. The log files were obtained and sent in for review. The patient was going to be seen again on (B)(6) and again a week later. The indications for use were non-malignant pain and chronic low back pain. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was meeting with another rep on the day of the report. The rep reported that the cause of the impedance issue was unknown and it happened after the error came up on the tablet. The mobility team was supposed to investigate the logs. The rep reported that they programmed around the impedances. The rep reported that it was unknown if the impedance issue was resolved. Additional information was received from a manufacturer representative (rep). It was reported that the device logs were received and analyzed. The returned logs showed a low impedance value of 31.5 between electrodes 10 and 15. No further complications were reported.